Event description:
During a laparoscopic bsi procedure, the instrument misfired. The surgeon applied another device without patient injury.

Manufacturer narrative:
7/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The cause for the difficulty reported could not be reliably determined as the disposable loading unit (staple cartridge) was not returned for evaluation.